Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the patient history tab was not functioning on the system monitor was not confirmed. The heartmate system monitor was not returned for analysis; however, a log file was submitted. The submitted log file (labeled (B)(4)) contained data spanning approximately 7 days ((B)(6) 2021 per the timestamp). There were no events in the log file that indicate an issue with the system monitor. In addition, there were no photos, or any other supporting documents submitted that would indicate an issue with the system monitor. Provided information stated that the serial number of the system monitor is unable to be obtained at this time. Additionally, the issue resolved with rebooting the system monitor and it is unknown if the product will be returned to abbott. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate iii instructions for use section 4- ¿system monitor¿ and heartmate iii patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The heartmate ii patient handbook and the heartmate 3 patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient history tab was not functioning on the system monitor so routine log files were pulled. It was recommended to reboot the system monitor. There were no unusual events recorded in the log file event history.